Event description:
It was reported that the customer was at a diabetes camp and was having high blood glucose with moderate ketones. The mother stated that the insulin pump was not delivering insulin, and the doctor who treated him smelled insulin coming out from the device. The caller stated that they changed the infusion set and reservoir, and the insulin pump still was not delivering the insulin. It was stated that the customer was taking manual shots all night, and once he was connected to the insulin pump his glucose level went over 400mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.